Event description:
It was reported to st. Jude medical that the pt expired in 2001 due to renal failure. The death was not sudden or device related. The ICD was returned to st. Jude medical in 2003, approximately 3 years later.